Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: intraoperative biplane fluoroscopy. Anterior discectomy and fusion, c4-5, c5-6 and c6-7. Anterior cage fixation, c4-5, c5-6 and c6-7. Anterior plate fixation, c4, c5, c6, c7. Anterior neural decompression, c4-5, c5-6 and c6-7. Preoperative diagnosis: spinal stenosis, c4-7; herniated nucleus pulposus, c4-7; intervertebral collapse and degenerative disc and joint disease, c4-5; and radiculopathy, c6-7. Per-op notes: "posterior longitudinal ligament and posterior osteophytes were resected at c6-7, c5-6, and c4-5 levels to decompress the anterior cord at all three levels from foramen to foramen laterally and bilaterally and anteriorly. Once this was accomplished the wounds were copiously irrigated with normal saline. Then gelfoam was placed with floseal over the anterior aspect of core and then at each of the three disc space segments a peek cage was filled with cancellous autologous bone and bone morphogenic protein. It was impacted into the interdiscal space at c4-5, c5-6 and c6-7 and distract ion traction was removed and the pins were removed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an anterior diskectomy and fusion at c4-5, c5-6, and c6-7, an anterior cage fixation at c4-5, c5-6, and c6-7 and an anterior plate fixation, c4, c5, c6, and c7 and anterior neural decompression, c4-5, c5-6, and c6-7 fusion using rhbmp-2/acs. Sometime postop, imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. The patient also reportedly experiences pain and radiculitis.